Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-02215. It was reported that the patient presented in operation room for pocket wash. The incision was found to be opened and infection was suspected. After opening the pocket, nick was noted on the left ventricular (lv) lead. The lead was repaired with suture sleeve and medical adhesive. No lead malfunction was noted. The device was explanted and replaced. The new device was implanted sub-pectoral due to insufficient skin for closing the pocket. The infection was not confirmed from the cultures taken for testing. The patient was stable.